Event description:
Marketing study - it was reported via (B) (4) survey conducted by (B) (4) for edwards lifesciences, (B) (4) 2009. Note the reporter (hospital, surgeon) is anonymous. The device model number and size are unknown. The complaint is as follows; well, when the perimount first came out it did not have the suture guards on the back side, and I know of a couple of cases in which the sutures got hung on those leaflets and those stent posts stuck straight out, and it was a real problem. A couple of patients had to undergo two or three valve replacements. One surgeon did it twice in the same patient. Response from physician (B) (6).

Manufacturer narrative:
Suture loop. No product return. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via (B) (4) survey. The device history record (DHR) review was not possible due to no lot/serial number(s) were provided. No additional information was provided, device was not returned for evaluation.